Event description:
It was reported that arteriotomy closure of a common femoral artery was attempted using a proglide device after an interventional procedure. It was not indicated if vessel closure was intended in the right or the left, or both, common femoral arteries. Reportedly, a total of three proglides were attempted and a cuff miss occurred for each device. A total of three additional proglide devices were used to achieve hemostasis. It was indicated that the index procedure was an abdominal aortic aneurysm repair. However, there was no information to indicate if the devices were attempted using the preclose technique. The sheath size used to deploy the devices was not provided, but it was indicated that the index procedure was performed using a 20 fr sheath. There was no adverse patient sequela. The physician is reported to be trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported event of cuff miss was not confirmed, since the suture, posterior cuff and posterior needle tip were not returned. Based on visual functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Reportedly, a 20f sheath was used. The instructions for use states: the perclose proglide 6f smc system is indicated for the percutaneous delivery of suture for closing the common femoral artery access site of patients who have undergone diagnostic or interventional catheterization procedures using 5f to 8f sheaths. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Device (B)(4) - indication for use. Per the instructions for use, the proglide device is indicated for the percutaneous delivery of suture for closing the common femoral artery access site of patients who have undergone catheterization procedures using 5f to 8f sheaths. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other proglide devices are being submitted under a different medwatch report number.